Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one meridian filter femoral and delivery system was returned for evaluation. The touhy-borst was returned loose. The sheath was returned cut and only the proximal segment (which includes the hub) was returned. The filter was returned lodged inside the introducer sheath hub with the feet exposed from the hub opening. The wire was returned folded and bent. With some resistance the filter was removed from the introducer sheath segment, and all 6 legs/feet and 6 arms were present and intact. The hub was sliced open longitudinally and no anomalies were noticed inside. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for the filter failing to advance through the introducer sheath. The definitive root cause for this event is unknown. Labeling/review: the current meridian filter IFU (instructions for use) states: delivery of the filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter would not advance through the introducer sheath. The delivery system and introducer sheath were removed as a single unit. Another vena cava filter was used to perform the procedure. There was no patient injury.